Manufacturer narrative:
Continuation of d11: product ID 97745bp lot# serial# (B)(6), implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the replacement battery and paddle had resolved the issue and the charge was faster than the patient had ever had.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: (B)(4), product type: accessory. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator (ins) for spinal pain. The patient stated starting a couple of weeks ago at the beginning of june she started noticing issues when she charged her implant. She noticed the controller and the ins don't seem to hold a charge as long or they need to be charged when she did not think they needed to be charged. Pt said she put the charger into her jeans, went to work then at noon when she looked down she realized the ins had not become charged at all. She has not had adjustments, no falls or traumas and no other medical tests or procedures. She also reported she got software problem yesterday and today the screen is dark and blank. Patient had tried to reset the controller. She plugged controller without the battery pack into ac power and the screen brought her to the unlock screen. She then put battery pack in and plug controller to the rtm and got "looking for device". Patient was able to get into passive recharge mode where the numbers fluctuate between 0,8,9 and 100. If she lets go of the rtm the number changes. Patient would get recharging excellent if she placed rtm over ins. While standing there holding the rtm she noticed the rtm paddle is really heating up. No further complications reported. (B)(6) 2020, (B)(4), no new information.